Manufacturer narrative:
H.6. Investigation summary: catalog 442023. Batch no. 2297600 & 2305654. Customer reported one case without carton label ID and torn carton label. Multiple photos were received. Some photos showed no carton label presence other photos showed torn carton labels. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for presence of carton label. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photos provided by the customer.

Event description:
It was reported that prior to use of bd bactec¿ plus aerobic/f culture vials (plastic) there was no label on one bottle. There was no patient impact. Results were not reported to clinicians. The following information was provided by the initial reporter: "lot.2297600 = 1 sp no label"

Manufacturer narrative:
E.1. Initial reporter first name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of bd bactec¿ plus aerobic/f culture vials (plastic) there was no label on one bottle. There was no patient impact. Results were not reported to clinicians. The following information was provided by the initial reporter: "lot.2297600 = 1 sp no label".